Event description:
It was reported that during the implant procedure it was noted that the right ventricular (rv) lead helix was unable to be extended. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue were isolated to the helix being clogged with blood/tissue.